Event description:
It was reported that the patient presented to the emergency room with driveline power fault alarms and a frayed driveline. The tear was above the modular cable connection and the patient had gotten the area wet in the shower. Rescue tape was applied by medical team to the driveline. Log files were submitted for review. The event log displayed a string of power_cable_disconnect / low_power_hazard / no_external_power alarms on (B)(6) 2024 at approximately 7:59 pm and (B)(6) 2024 at approximately 9:20 am while tethered to the mobile power unit (mpu). These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the events. The event log also displayed multiple strings of driveline_power_fault / pwr_a_broken alarms beginning on (B)(6) 2024 as well as a couple transient controller_internal_fault alarms on (B)(6) 2024 at approximately 9:18am. The event log also recorded a transient string of low_speed_hazard / pump_stop events on (B)(6) 2024 at approximately 9:18am for about 4 seconds which appeared to be caused by electrostatic discharge. The pump restarted promptly as designed and functioned as intended during the events. The controller and modular cable were exchanged and log files from the new controller were sent for review. The additional log files captured routine events, and no notable alarm conditions or parameter changes. The driveline power fault alarms had not returned post modular cable and controller exchange.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4: device manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The customer later reported there was no concern of fluid ingress at the point of the tear above the modular cable connection. There had been no further occurrences of driveline faults. Additionally, the mpu ac power cord did not come loose at the wall outlet or the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. The mpu remained in use.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of abnormal alarms while connected to the mobile power unit (mpu) was confirmed via review of the submitted and downloaded log files from (B)(6). The log files collectively contained information spanning approximately ~10 days (18oct2024 to 28oct2024 per timestamp). Abnormal low power hazard, power cable disconnect, and no external power alarms were observed between 19:59:56 ¿ 20:00:03 on 21oct2024 and 9:20:19 ¿ 9:20:22 on 25oct2025 while the controller was connected to the mobile power unit (mpu). The sequences of events appear to be consistent with losses of ac power to the mobile power unit. The abnormal alarms cleared when external power appeared to be restored to the system. While external power was lost, the backup battery activated as intended and provided power to the pump. The mobile power unit (serial number: (B)(6) was not returned to abbott for evaluation. The root cause of the observed alarms appears to be consistent with losses of ac power to the mpu; however, a further root cause cannot be conclusively determined. The device history records were reviewed and the records revealed that the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook, rev. D section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook, rev. D section 6 ¿caring for the equipment¿ and heartmate 3 IFU, rev. C section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, rev. D section 10 ¿safety checklists¿ and heartmate 3 IFU, rev. C section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate patient handbook, rev. D cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.